Event description:
It was reported that during use the safeclip is jamming and not opening properly with a bd needle clipping device safe clip. The following information was provided by the initial reporter, translated from spanish to english: we received in the facility a safe clip for use in the event this week, yesterday we uncovered it and found that it gets stuck and does not open properly. When the device was taken out of the box, a needle was cut in front of the assistants and then an attempt is made to open it again and it does not open completely, only halfway and it must be opened manually, but it does not open 100% as when it was new.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) used bd safe-clip device from lot 5208371. Consumer reported when the device was taken out of the box, a needle was cut ¿ and then an attempt is made to open it again and it does not open completely, only halfway and it must be opened manually, but it does not open 100% as when it was new. The returned safe-clip device was examined, then tested by clipping three test cannula. It was observed that the device was able to clip all three test cannula, however, after clipping each cannula the device would not spring open completely to allow the cutter hole to be fully open. Manufacturing (nypro) was notified of the reported and observed issue. According with the DHR review, the problem ¿difficult or unable to operate (device does not open)¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). This condition was observed on (B)(6) 2018, this stuck is due to component out of specification, action has been taken on molding and assembly area, the most relevant actions are: (1) 100% for functional test (open and close the device 3 times) to make sure it is not stuck, (2) molding area has repair the mold (3) molding sampling size has been modified to detect the issue. H3 other text : see h.10

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: n/a. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (device does not open) on lot # 5208371. Investigation summary: customer provided three photos of a bd safe-clip device from lot 5208371. No samples were returned therefore the investigation was performed based on the photos provided. Consumer reported: when the device was taken out of the box, a needle was cut in front of the assistants and then an attempt is made to open it again and it does not open completely, only halfway and it must be opened manually. After reviewing the photos provided by the customer, it was determined that the issue could not be confirmed; from the photo alone, it could not be determined whether the device could fully open and fully close properly. According with the DHR review information attached, the problem ¿difficult or unable to operate (device does not open)¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). As no samples were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use the safeclip is jamming and not opening properly with a bd needle clipping device safe clip. The following information was provided by the initial reporter, translated from spanish to english: we received in the facility a safe clip for use in the event this week, yesterday we uncovered it and found that it gets stuck and does not open properly. When the device was taken out of the box, a needle was cut in front of the assistants and then an attempt is made to open it again and it does not open completely, only halfway and it must be opened manually, but it does not open 100% as when it was new.